Event description:
Patient presented with distal calcification and difficult anatomy: implant on 9/11/08. There were some difficulties retracting the delivery system. This was eventually resolved, however, in the meantime, guidewire access was lost. There was difficulty reaccessing the ipsilateral side with the guidewire; access was lost several more times. During this time the ipsilateral limb was inadvertently pre-deployed, causing blood loss. An iliac extension was placed, which inadvertently covered the hypogastric. After the procedure, the patient was taken to the ICU. At some point, the patient died. (Date and cause unknown: further information was requested.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results/conclusions: operational context contributed to event.